Manufacturer narrative:
Device 28 of 120. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that every time she received off-centered wafers, she would set them aside, and stored them in various boxes. She did not have the wafers stored in their original boxes so she could not confirm any lot numbers. She confirmed that she had visually inspected each wafer and found 120 loose wafers from multiple market units received over past year that were all off-centered. The products were not used. No photo is available at this time.